Event description:
Client was exercising on treadmill in hosp wellness ctr. She was increasing speed from 3.0 to 3.1 mph - treadmill kept increasing in speed and she fell. Contusions of left elbow and knee. This client exercises in the wellness ctr on a regular basis and has not had previous difficulty.